Manufacturer narrative:
The device has not been returned evaluation. Product labeling warns, "do no touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees f/-183 degrees c). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue."

Event description:
It was reported: a patient filled an h300 liquid oxygen portable device. When the h300 was removed from the fill source, liquid oxygen was released from the bottom of the portable unit. The patient placed his hand under the unit to 'catch' the liquid and received liquid oxygen burns to his right hand. The patient sought medical treatment for his injuries.